Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, high force value of 106 grams was seen. At the end of the procedure, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by trans-thoracic ultrasound. The high force issue has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Pericardiocentesis was performed to remove about 100 cc of fluid from the pericardium. The drain was left in-situ. The patient was reported to be in stable condition after pericardial drainage. There is no information regarding extended hospitalization, patient¿s outcome, or physician¿s causality opinion. Power was conducted at a max of 40 watts. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.